Event description:
A patient sample was tested for hemoglobin (hgb) and platelets (plt) on the coulter ac-t diff 2 analyzer and results of 5.1g/dl and 121x10^3cells/ul were obtained, respectively. The results were not reported out of the lab. The original sample was re-tested and repeated results were normal: hgb - 13.1g/dl, plt - 271x10^3cells/ul. Based on the available information there was no affect to patient or user.

Manufacturer narrative:
The sample was a finger stick collection method. Qc is run daily and it was run before and after the event and recovered within limits. A field service engineer (fse) was dispatched: the fse cleaned baths and verified the instrument's operation. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.